Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the front panel blinked due to malfunction of the mesh turret. They could not identify the reason why the mesh turret malfunctioned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, malfunctional m-turret was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source front panel is blinking all the time. The event occurred during preparation for use, prior to diagnostic procedure. A similar device was used to continue the procedure and there was no patient harm or user injury reported due to the event.